Event description:
It was reported through the pmcf (post-market clinical follow-up evaluation) report, that the ht supra core guide wire may be related to the adverse patient effects of dissection, perforation, embolism, occlusion and the device malfunctions of failure to cross and difficult advancement. Details are listed in the attached article, titled post-market clinical follow-up evaluation report peripheral guide wires please see the attached pmcf for specific information.

Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The reported patient effects of perforation, dissection, occlusion, and embolism is listed in the hi-torque guide wires instruction for use as a known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to advance and difficult to advance. Additionally, a conclusive cause for the reported perforation, dissection, occlusion, and embolism, and the relationship to the product, if any, cannot be determined; however, the subsequent serious injury/ illness/ impairment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.